Event description:
On (B)(6) 2012, the pt presented to the emergency room with a ruptured thoracic aortic aneurysm using three gore tag thoracic endoprostheses. It was reported that the grafts were deployed at the desired location and the ruptured was contained. When the physician was advancing the gore tri-lobe balloon catheter, it was noted that wire access was lost and the balloon catheter had perforated the pt's aorta at the level of the left subclavian artery. The physician opened up the pt's chest and applied pressure on the perforation. Another gore tag thoracic endoprosthesis was inserted and implanted to treat the perforation. The left subclavian artery was intentionally covered. The perforation was treated and the pt was in stable condition. Due to complications at the end of the procedure from an oversized sheath, the pt expired on the table.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.